Event description:
During factory analysis of a returned blower a vent inop alarm occurred dur to a blower temperature to high occurrence. Evaluation and testing revealed a failure of the blower motor temperature sensor. If in use, the vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and the user must provide alternative ventilation and have the ventilator serviced.